Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID:: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient was unable to adjust stimulation. The patient reported seeing a ¿call your doctor¿ icon. The patient reported an out of regulation (oor) message. The patient first saw the message about a week prior to report. There were high impedances above 10,000 ohms on electrodes 8-15. Actions required included reprogramming. The patient had no paresthesia when using the lead with electrodes 8-15. The patient was reprogrammed to use only one lead. The patient was receiving effective therapy. The lead with electrode 0-7 provided bilateral coverage.